Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. This event occurred 80,000 times. The following information was provided by the initial reporter. The customer stated: during sample collection phlebotomist observed the only serum 6ml tube pop off.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 06-jan-2023. H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper creepout with the incident lot was not observed. Additionally, 29 retention samples from bd inventory were evaluated by the same functional testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd has initiated further root cause investigation relating to the issue of serum stopper creepout through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. This event occurred 80,000 times. The following information was provided by the initial reporter. The customer stated: during sample collection phlebotomist observed the only serum 6ml tube pop off

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.